Event description:
Supplemental information received reported that the cause of the event was that the patient¿s device was dead due to normal battery depletion. The patient had her battery replaced a week ago, the device was working, and the patient was scheduled for a follow-up in just over three weeks. It was noted that the patient did not require hospitalization and the patient outcome was reported as no injury. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3093-28, lot# j0301146v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation. It was stated the patient lost stimulation sensation on the previous friday in the morning. The patient felt "a lot" of pain in their lower stomach and they started to void. It was noted the patient had an appointment with their healthcare provider the following week. Additional information has been requested, a follow up report will be sent if additional information is received.